Event description:
The vent stopped working when the hyperbaric chamber pressure was between 18 and 22 psi. Technicians stopped hbo therapy and removed pt without incident. Customer stated that there was no pt injury.